Event description:
Customer complaint reports the tip of the guidewire was not straight and would not pass the vessel at the axially. The physician had to use a new guidewire. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked swg was not able to be confirmed by the photo. No swg was pictured in the customer supplied photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding. Do not apply undue force on guidewire to minimize the risk of possible breakage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports the tip of the guidewire was not straight and would not pass the vessel at the axially. The physician had to use a new guidewire. No patient harm was reported. The patient's condition is reported as fine.